Manufacturer narrative:
The pulse generator was received with no output or telemetry due to battery depletion. With a new battery, normal function ensued. The implant duration was 3.26 years which did not exceed 75 percent of the device's 5.7 years projected longevity. No representative field settings were received.

Event description:
This report is to advise of an event observed during analysis.